Event description:
It was reported that the patient presented with fever, pain and unknown "meningeal signs/symptoms." "Pus pockets" in the device pocket as well as cerebral spinal fluid (csf) were cultured. The culture from the device pocket was negative and the csf tested positive for unknown bacteria and the patient was diagnosed with meningitis. The pump and the catheter were explanted and the patient received intravenous antibiotics. Post-explant, the patient experienced an increase in tone. It was also noted that the patient had a debilitated status. The drug in the pump was baclofen (concentration unknown). Please refer to manufacturer's report#: 2182207-2007-02169.